Manufacturer narrative:
The pk dissecting forceps instrument has not been returned to isi for failure analysis evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that fragments fell inside the patient. Although, all visible fragments were retrieved, it could not be confirmed that all fragments were retrieved. There was no report of patient harm, adverse outcome or injury, however, it is unknown what caused the breakage to have occurred or whether any fragments remained in the patient.

Event description:
It was reported during a da vinci-assisted myomectomy procedure, fragments of the pk dissecting forceps instrument broke off and fell inside the patient. All fragments, that were visible, were retrieved during the same surgical procedure. However, it could not be confirmed if all fragments were retrieved. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported. Intuitive surgical followed up with the hospital on (B)(6) 2017 and obtained the following additional information: the customer stated that there were no post-operative test performed and the patient had been discharged. Furthermore, the surgeon felt confident that all visible fragments were retrieved.